Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The customer reported the jaw of a snowden pencer take apart laparoscopic instrument broke off during a lap cholecystectomy and it had to be retrieved from inside of the patient's body. There was a need for a c arm/x-ray of the patient to determine the location of the broken/lost instrument piece. On (B)(6) 2017 the doctor reported: there was a reported delayed end of surgery for patient injury/intervention, the patient was reported stable, the date of the procedure and x-ray was (B)(6) 2017. There were no follow up procedures or x-rays due to the event. The x-ray of the abd results were a retained metal tip. Retrieved laparoscopically care, the procedure remained laparoscopic. The procedure was completed with another grasper. At the point of failure the grasper was reported to being removed.

Manufacturer narrative:
(B)(4): one (1) sp8365 device was returned for evaluation. Evaluation of the device by the product engineer and the quality engineer confirmed the reported issue. The product engineer and quality engineer reviewed the returned sp8365 ta insert device and visual observations revealed that the jaw part was separated from the actuating rod. Further examination revealed that part of the fork on the actuating rod was broken off / missing and the pin that holds the jaw part to the actuating rod was not returned with the broken device. It is suspected that the returned device had a fracture at the rod fork. This failure was previously identified in the take apart line under design project and completed a corrective action preventative action for the take apart product quality improvement which includes the single action rod failure. There was a change made to strengthen the actuating rod. As part of design project improvements made to the take apart inserts actuation rod to further define heat treatment and electropolish parameters that would increase strength of material properties of the device. In addition, in november 2013 there was another improvement made to the fork of the insert (part that broke). There was a change to the shape of the fork from a square corner to a full radius which further improved the strength of the piece. Based on the incoming records for this device actuating rod, part number 92-1362, lot # 13045059, 13058007, and 13135021, this device was made prior to this design change and therefore missed the improvements. A review of the device history record (s) did not reveal a non-conformance. The device passed all acceptance criteria for release. Conclusion(s): cfn-product design / supplier process corrective action preventative action identified the following probable root causes: after evaluating the quality history records it was observed that the incoming inspection lots were incorrectly identified as the same lot and accepted without inspection. The straightness of the rod fork was not clearly indicated on the print. The heat treatment cycle was not adequately specified on the print which lead to unfavorable material properties (hardness & brittleness). The raw material stock was identified as 420ss without a range of carbon to further characterize the material which could lead to unfavorable material properties (brittleness). Mechanical overstress in the user environment. Bd will continue to trend and monitor this reported issue and for this product family.